Event description:
In remote fe, it was noted that errors 23013 and 23008 were triggered on one of the patient side manipulators (psm). The psm is an instrument arm which is located on the patient side cart that provides the sterile interface for the endowrist instruments. The psm was replaced. There was no report of patient involvement or adverse outcomes.

Manufacturer narrative:
The patient side manipulator (psm) arm was returned to intuitive surgical, inc., (isi) for evaluation. Failure analysis found the psm failed the weighted brake drop test. Failure analysis confirmed the brake failure along axis 5. This complaint is being reported due to the patient side manipulator arm failing the weighted brake drop test during failure analysis. Although this was found in remote fe, and no patient involvement occurred, if the malfunction were to recur it could likely cause or contribute to an adverse event.